Manufacturer narrative:
Report source: ritter, m (2015, jan 15) initial postoperative outcomes of the g7 press fit hip arthroplasty system. The product was not available for return. Root cause could not be determined. Conditions are addressed in the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a manuscript article titled, "initial postoperative outcomes of the g7 press fit hip arthroplasty system", which aimed to assess the short term performance of the new g7 acetabular component (manufactured by biomet). This complaint represents: 1 (one) patient who had fracture two months postoperative resulting in revision. There has no further information provided and the patient outcome is unknown.